Event description:
Customer reported via webform a sensor detachment with the adc device due to "skin is naturally oily". As a result, customer had contact with a healthcare professional (doctor, nurse, paramedic, firefighter) who provided insulin/glucagon or other medication as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with the adc device due to "skin is naturally oily". As a result, customer had contact with a healthcare professional (doctor, nurse, paramedic, firefighter) who provided insulin/glucagon or other medication as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.